Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 400 mg/dl, moderate ketones, and vomiting. Customer addressed the elevated bg by manual insulin injections or changing the pump supplies to address the issue. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.